Event description:
Information was received indicating that this cadd extension set was leaking at the filter. There was no patient injury due to the reported event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette was returned for analysis. The visual inspection detected no discrepancies. Functional testing included leak testing. Leak testing identified leaking from the air vent of the filter. Based on the evidence, the complaint was confirmed. The problem source of the reported event could not be identified.